Event description:
An end user called in 2008 claiming that the use of the device caused the death of her daughter in 2007 and she wanted financial assistance for her deceased daughter due to the fact that the device gave erroneous readings. She claimed that the code key for the bgm did not match the code as printed on the vial of glucose test strips and that she received the meter that way from a pharmacy with the code key in the meter. The same caller had called 3 times on the same month, looking for glucose control solution to test the accuracy of the system and at those times never mentioned any deaths which supposedly took place 3 weeks before that. A follow-up call was placed to the caller on 12/30/2007 to get more information on the matter whereas she mentioned having consulted with a lawyer about the matter and blaming cvs pharmacy for giving her a used system. At this time, the individual did not want to return any product for further investigation by us. A call to the cvs pharmacy was made whereas the pharmacist stated that returned merchandise are never put back on the shelf and that the user could not have received a used system with the filled prescription.